Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper initial implant size selection, using too long of an implant and implant late loosening. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient later reported a recurrence of pain symptoms. The surgeon determined that the inferior positioned implant was loose and too proud of the ilium. In (B)(6) 2020, the surgeon removed the inferior positioned implant and filled the explant void with bone graft. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.